Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a week of implant, the lead exhibited a decrease in impedances and an increase in thresholds. The lead was later found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.